Manufacturer narrative:
Date of event: unknown. Initial reporter phone #: (B)(6). Results: photos were attached, showing the tube with a gouge in its side, leaking blood. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6144963. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® plastic sst¿ ii advance tube with bd hemogard¿ closure was badly damaged and leaked blood after sample collection. No injury or medical intervention reported.